Event description:
Apparently the patient had bilateral mastectomy performed in 1984 with implants placed bilaterally at that time. Today, 9/15/92, the patient had bilateral capsulotomy performed and bilateral implant replacement done. It was observed that the implant removed from the right breast was "leaky" per nursedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: anticipated adverse reaction - short term. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.